Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on 3-may-2024, it was noticed the following information was incorrect and inadvertently omitted from the 3500a medwatch report. - in section b5. It was reported that on 26-apr-2024 additional information was received, however, the correct date was 25-apr-2024. - in section h10, the following statement was omitted: the ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under p030031/s053.

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the catheter¿s deflection became stuck. It was reported that during the operation, catheter was unable to deflect or relax completely. A second device was used to complete the operation. There was no adverse event reported on patient. The customer¿s reported deflection issue was not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death is remote. However, on 26-apr-2024, additional information was received indicating the deflection was actually stuck in a deflected position. The piston/knob could not be moved up or down but there was no difficulty removing the catheter from the patient. As such, the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 17-may-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the catheter¿s deflection became stuck. It was reported that during the operation, catheter was unable to deflect or relax completely. A second device was used to complete the operation. There was no adverse event reported on patient. Device investigation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and deflection test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The deflection issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).